Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient¿s parent, on (B)(6) 2026, the pediatric patient experienced a skin reaction with inflammation, and infection, underneath sensor pod area only. The patient was seen by a doctor, and the skin reaction was treated with a prescription of an oral antibiotic, amoxicillin. A photo of the reported skin reaction in the complaint record was reviewed. The photo shows redness covering the part of the skin that was covered by the sensor adhesive, with a pustule at the insertion site. There is also slight redness and edema visible on the part of the skin that was covered by an overpatch. At the time of the report, the inflammation would have still been visible on the insertion site. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.